Manufacturer narrative:
The unit was received with blank display due to moisture damage at the electronic assembly. There was also moisture damage on the motor. The following physical damage was noted: minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her son's insulin pump was exposed to moisture; her son was out on a boat with friends and jumped into the water while wearing his insulin pump. The patient's blood glucose at the time of incident is unknown; however, his blood glucose at lunch was 313 mg/dl. Troubleshooting was initiated for the exposure to moisture. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.